Event description:
A report was rec'd stating that a pt had a pocket revision because the ipg had flipped. The pt performed the revision and added a lead. The pt is reportedly doing well.

Manufacturer narrative:
The ipg remains implanted in the pt, and will not be available for eval. This is a final report.